Event description:
It was reported that pump experienced malfunction code malf 24 with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed warranty status and shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.